Manufacturer narrative:
Sample not available for evaluation.

Event description:
Baxter japan reports a crack on the tube of a transfer set. Noted during use with no pt injury or med intervention required.